Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
According to the patient, he did need to go to the hospital and did experience any adverse health consequences because of the event. He reported that his machine stopped working. He said he could smell rubber burning. He felt short of breath and had his brother-in-law take him to the hospital. He was admitted and stayed for 5 days receiving "lung treatment." There were no audible or visual alarms on the device at the time of the event. There was an alternative oxygen supply for use during the device issue. He states that he is currently doing fine and remains on o2 24/7 @ level 6. He was diagnosed with "walking pneumonia" which did resolve, and he will follow up with his primary physician. He received a replacement unit 1-2 days later.